Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded one treated episode and one untreated episode due to low amplitude r-waves and myopotential oversensing. Technical services (ts) confirmed a decay in the r-wave amplitude, change in morphology and myopotential oversensing, leading to both the untreated and treated episodes. Troubleshooting steps were provided. The s-ICD remains in service. No additional adverse patient effects were reported.